Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the membrane tube was missing. The membrane port separated from the bag after removing the tip protector. Without the membrane tube, the bag could not be filled. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container was not able to be spiked and primed properly which resulted in leakage. The bag's spiking port being too large for the spike to be inserted properly, causing spillage of the contents. This issue was identified during setup. There was no patient involvement. No additional information is available.